Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-op diagnosis: nerve compression, leg pain procedure: rod inserted during spondylodesis. The inserter was 'beenachtig' the skin and fascia. Levels implanted: l3-l4 it was reported that intra-op, the tip of the rod inserter was reported broken. The two pins off the inner sleeve from the inserter were fixed into the tulip of the screw. When the doctor tried to loose the inserter from the rod the tip broke off. One of the two pins got out of the patient, the other one was stuck between the rod and the screw. The doctor accepted this instead of opening the skin and fascia. The product came in contact with the patient. There were fragments of the instrument remaining in the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Additional information: product analysis: the rod inserter was returned with both of the tips on the inner shaft broke off. Only one of the tips was returned for analysis. Upon a microscopic review of the fracture surface, it appears the failure occurred as a result of the inserter handle being moved in an upward direction creating a bending moment. The fracture surface has a slight u shape to it also this is likely the result of the tip flexing over time to accommodate being locked on to and removed from the rod. While the final failure was a bending moment it appears that wear also plays a factor in the failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional surgery scheduled to remove the fragments of the broken inserter from inside the patient. Patient is doing well. There are no complaints after 3 weeks.